Event description:
It was reported that the tandem mobi cartridge alarm activated, and the customer experienced repeated occlusions where insulin delivery stopped unexpectedly. The customer¿s blood glucose level did not exceed 500 mg/dl. Previously, the customer resolved the issue by changing the cartridge. Despite the customer managing the issue without incident, due to ongoing concerns with occlusions and the cartridge alarm, a replacement pump was recommended and sent. The customer was instructed on how to use the replacement and return the problematic pump.